Manufacturer narrative:
The device was returned to smiths medical. The customers problem was confirmed. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications. Unable to determine root cause. Replaced expulsor to bring the delivery into more nominal of a range.

Event description:
It was reported that a failed acc. Test occurred. No patient injury was reported.